Event description:
On initial call to lfs, the patient reported bg results of 22 and 892. It is unclear if back to back tests or a meter/lab comparison was done. No symptoms were reported. Attempts to reach the patient to verify the results or obtain additional info./detail have been unsuccessful. A letter was sent to the pt requesting the patient to contact lfs. There was no allegation of harm.